Event description:
It was reported by service report that the footboard is reading a communication error causing bed exit and scale to not function. No pt involvement or adverse consequences are reported.